Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer on the cb trm consistently failed. Attempts to adjust the drawer had been unsuccessful. The drawer continued to fail and required recovery. The customer stated that the user managed to get the medication by another manner, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was failed. A field service engineer found that the drawer slides were sticking and replaced the slides and adjusted the rear chassis to ensure proper closing to resolve the issue. The system functioned as intended after the field service engineer repaired the device.